Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unit was received with moisture damage on motor assembly, cracked battery tube threads and cracked case at corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer went into the swimming pool while wearing the insulin pump. Water entered the device through a crack on the back of the insulin pump. The patient's blood glucose at the time of incident is unknown. During troubleshooting the caller could not confirm how the physical damage occurred. The caller was advised to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.